Event description:
The nurse reported the issue was noticed by nursing staff. Patient monitoring remained visible, and no patient harm was reported. When the touch function was used on the central nurse's station (cns), the cursor moved in the wrong direction. They stated the issue started since adding a second display. The biomedical engineer (bme) stated they do not have any other devices connected outside of the kvm. They disconnected the kvm, and the touch screen is still not working. The bme rebooted and ran through the calibration, which stated that it passed, but it's not allowing him to select the cns app. He had to use the mouse to launch it. They would like to have this unit sent in for an exchange. No patient harm was reported.

Manufacturer narrative:
The nurse reported the issue was noticed by nursing staff. Patient monitoring remained visible, and no patient harm was reported. When the touch function was used on the central nurse's station (cns), the cursor moved in the wrong direction. They stated the issue started since adding a second display. The biomedical engineer (bme) stated they do not have any other devices connected outside of the kvm. They disconnected the kvm, and the touch screen is still not working. The bme rebooted and ran through the calibration, which stated that it passed, but it's not allowing him to select the cns app. He had to use the mouse to launch it. They would like to have this unit sent in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.